Event description:
On (B)(6) 2014, a reporter for the lay user/ patient contacted lifescan (lfs) alleging a contrast issue on the display of the patient¿s onetouch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in (B)(6) 2013. The patient manages her diabetes with insulin pump therapy. Due to the reported issue, the reporter alleged the patient ¿entered a carb entry as 2 instead of 5.¿ a couple days after, the reporter claimed the patient was ¿throwing up.¿ the reporter confirmed the patient obtained a blood glucose result of ¿over 600 mg/dl¿ with the subject meter. The patient was administered an insulin bolus and water as treatment. The reporter denied the patient tested with another device. The reporter also confirmed the patient¿s pump inset was not seated correctly. The reported issue was not resolved at the time of troubleshooting. Replacement product was sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient¿s symptom and treatment correlated with the reported result obtained with the subject meter. It was also noted that the patient¿s pump inset was not seated correctly. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Follow-up # 1 ¿ (07/08/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have data corruption. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.